Manufacturer narrative:
Final packaging review shows the rechargeable neuro stimulator was packaged incorrectly, as reported by the representative. The package returned to medtronic was not shipped directly to the manufacturing analysis lab from the user facility, as requested. The package was first sent to medtronic moundsview distribution product center where the label/paperwork may have been inadvertently discarded during processing. Findings from subsequent package inspection after return to the analysis lab could not confirm the packaging problem. No photographs were obtained of the label/paperwork prior to return; it is unknown if it matches production forms. Review of manufacturing traceability records found the label did match production history that shows the device was sent to product review board (prb) prior to distribution because it had not passed the post sterilization test on 08/2006. Subsequent investigation determined a communication problem during product interrogation caused the failed test result. During prb activities, the device was found to meet functional tests. The device completed additional testing during manufacturing and was shipped. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. The summary of investigation shows it cannot be determined how the paperwork/label stating device failed testing was packaged and shipped with the product.

Event description:
The manufacturer's representative reported that prior to clinical use, incorrect manufacturing paperwork was found inside product packaging. A device label was found by the medtronic representative inside the packaged materials after opening device outer packaging that stated "electrical trb, 08/2006, reject code post sterilization test (pst)." The label matched the device production history of a test failure detected after unit sterilization that was later determined to only be a communication error during a device interrogation step. Prior to distribution, the device was re-tested by the engineering department to confirm product functionality prior to device return to complete the manufacturing and packaging process before shipping the unit. The packaging issue was detected by the representative during pre-operative inspection before device use. The product was not implanted and was replaced prior to the case. The rechargeable neuro stimulator was returned to the manufacturer for inspection of package and labeling.